Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. At around 9:40 am, the patient underwent a surgical removal of a "pigmented mole on the hand" and required the use of this product for surgical closure. The assistant nurse took out the intact suture from the outer packaging, and the surgeon followed the normal operating procedure to remove the needle and suture for the patient to suture the wound. However, the needle and suture broke and could not be used. After immediately replacing the suture with another one of the same brand, specification, and batch, the suture broke again. Therefore, another package of suture of the same brand, specification, and batch was replaced, and the above phenomenon did not occur again. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - what does the attached picture "(B)(4) photo" refers to? Please explain. --just part of product label. The following information was requested, but unavailable: - did any needle piece(s) fall into the patient? - was\were the needle piece(s) retrieved during the same procedure? - what measures were taken to retrieve the broken piece(s)? - was there any additional tissue damage as a result of searching for the needle piece(s)? - did this event contribute to any patient adverse event? If yes, please explain. Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil two winding former labeled as vcp213 with lot number tbmkjz expiration date 2028-0. The undispensed suture with an apparent detachment of the needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.